Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage or moisture to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: the returned battery cap was intact, without damage and able to fit properly to the pump. On investigation, the pump powered on as evidenced by functioning audio tone and vibration. Investigation did not duplicate the alleged ¿no power¿ complaint; however, the display screen remained blank due to moisture damage inside the pump affecting the printed circuit board. Moisture ingress into the pump¿s interior compartment through a crack in the pump case was confirmed.